Event description:
An administrator/supervisor reported during intraocular lens (iol) implant procedure, the lens injector moved over the lens when the surgeon attempted to inject the lens. Lens remained stuck in the applicator and was unable to be injected into the patient's eye. The procedure was completed with a new preloaded lens. Additional information has been requested and received stating no harm to the patient, just the lens could not be injected and a new one opened.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (cna0t3-t9) that is sold in the united states under (PMA/510(k)) (p190018). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information was provided in d.4. Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and plunger underride was observed. The device was returned loose in the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been advanced at the wound guard and is advanced under the intraocular lens (iol). The iol is advanced into the nozzle entry and is damaged. Returned photo shows activated company device. The plunger is advanced at the depth guard area and appears to be advanced under the lens. The lens is advanced into the nozzle entry. We are unable to determine the root cause for the reported complaint "the lens injector moved over the lens". Plunger underride was observed. If the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ophthalmic viscosurgical device (ovd) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. If the operating room temperature is too high (greater than 23 degrees centigrade / 73 degrees fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).